Event description:
A malfunction was reported with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was unable to reset the pump during the initial call as they were at work and planned to follow up with customer technical support when ready to reset the pump, which they acknowledged and understood. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.